Event description:
Customer reported the system displayed a checksum error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sram memory card. System operates as intended.